Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device. A field service engineer found that pharmacy had not witnessed the issue, and it could not be reproduced, and no failed storage space was associated with the condition. The engineer logged into diagnostics, thoroughly tested the drawer, and was able to successfully select individual segments to open one at a time, confirming that all mini drawer sensors were functioning properly. The flex cable to the mini drawer controller was reseated, and after further testing the issue could not be reproduced; both diagnostic testing and customer access verification confirmed that sub drawer 1.6 was operating correctly. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es when requesting a narcotic from a mini pocket, two pockets opened instead of one. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.